Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that patient presented for an implant procedure. It was noted that the right ventricle (rv) lead exhibited loss of capture after positioning. This lead was not used and replaced during procedure. The patient was stable.